Event description:
It was reported that the patient developed an apical pneumothorax. A post-implant xray was taken and a "miniscule left apical pneumothorax was discovered that could be procedure related." The patient was hospitalized and no intervention took place. The patient was discharged after three days when the pneumothorax had resolved. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.